Event description:
The monitor was switched on in operating theatre before operation started. Nobody was present in the operating theatre when the personnel noticed from outside smoke coming from the monitor. The personnel extinguished the started fire.